Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver passed the global receiver functional testing. The receiver passed the manual drop test. No errors related to the event were found in the receiver data log. The device was determined to be operating within the required specifications without malfunction.

Event description:
Patient contacted dexcom technical support on 06/30/2015 and reported intermittent audio output on (B)(6) 2015. Dexcom technical support requested that the patient test the alert functionality. Patient reported alerts did function. At the time of contact, patient did not report any injury or medical intervention.